Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer's blood glucose was 540 mg/dl. A correction bolus was delivered to address bg level. The customer reverted to manual injections for insulin therapy.